Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that the mesher comb was broken. There was no harm or delay reported with the event. No other adverse events were reported along with this event.

Event description:
It was reported mesher comb is damaged/broke. No harm or delay was reported. No additional information could be provided by the customer.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the comb was damaged and was replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Update performed on d10.